Event description:
Ge carestation 650 anesthesia machine adjustable pressure-limiting (apl) valve failed in the closer position causing continuously increasing positive pressure to be applied to the patient even though the apl valve was set in the open position. This required us to remove the breathing bag from the circuit to keep excessive pressure and possible barotrauma. When switch was set to ventilator, the machine functioned as designed.